Event description:
Revision of optetrak knee. This event occurred outside of the united states in (B)(6) and was part of active surveillance.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specified identification info was not provided, precluding a review of the device history record.